Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with transient ischemic attack (tia) like symptoms. Log files were sent for review. The event log file contained a few pulsatility index (pi) events as well as routine power source changes. The log file also contained loss of external power event which appeared to have been a result of a simultaneous controller lead disconnect from power on (B)(6) 2024. The controller did switch appropriately to the backup battery (ebb) when external power was lost, and the alarms resolved once external power was restored. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.